Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that stress led to the fracture of the adhesive. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofiberscope exhibited adhesive peeling around bending tube, causing the connection between the bending section and distal end of the device to detach. There was no patient involvement.